Event description:
It was reported that during a da vinci-assisted nipple sparing mastectomy surgical procedure, the patient suffered a burn. At this time, it is unknown what caused the thermal damage to occur or the extent of the injury. The procedure was completed robotically. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) performed a field evaluation to further investigate the customer reported issue. The fse could not reproduce any errors or malfunctions described by the customer. No issues were found. However, the fse replaced the generator. The fse tested the system and verified it was ready for use. The generator associated with this complaint was returned for failure analysis. A visual inspection revealed that the unit had no significant scratches or dents. The front bezel was in decent condition. The unit was installed onto a test system and functioned as expected.

Manufacturer narrative:
Additional information: the energy shield monitor (esm) was returned for failure analysis and the reported event was neither confirmed nor replicated. During visual inspection, no issues were seen that would be related to the reported event. The unit was installed onto a test system where the component had functioned as expected. All connections/ports and cautery were tested and no issues were found.